Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilla valve in the aortic position, the perclose device failed/stick site at bifurcation. Unable to locate a doppler pulse in the foot. A cutdown was performed to assess the site below the femoral hear and remove a clot from the artery. A pulse was noted in the foot. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).